Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The mobile viewing station was not booting. To resolve the issue, the representative replaced the power board. The imaging system then passed the system checkout and was found to be fully functional.no parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile viewing station was not powering on. The issue occurred while upgrading the software. There was no patient present when this issue was identified.